Event description:
"Leaks" was reported on customer repair paperwork. No patient injury or delay in surgery was reported, but no additional information could be obtained on follow up with the hospital personnel.